Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alert "triggered." It was also reported the right ventricular and superior vena cava coils displayed a sharp increase in impedance. The alerts were turned off and five days later, the impedance was found to have decreased. Following, it was determined a lead revision would be performed. On the day of the procedure, fluoroscopy was used to check the lead connection and no issues were observed. When the pocket was opened, and the device was removed, ¿the right ventricular coil came off when the lead was pulled.¿ the lead was reconnected and monitoring for one week was performed. No abnormal readings were found, and the physician concluded the lead had not been completely connected. The device and lead remain in use and no patient complications have been reported as a result of this event.